Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the annu lus, however dislodged into the ascending aorta, and resulted in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the pvl. No adverse patient effects were reported.